Event description:
The information received from the (B) (4) study indicated that the patient was admitted with a history of angina and positive functional study for ischemia in the past 6 weeks and an 80% stenosis in the 1st right posterolateral branch. The type c lesion was de novo, 18mm long, heavily calcified, severely tortuous and with no thrombus prior to pci. The lesion was pre-dilated with a 2 x 15mm non-cordis balloon catheter at 13 atm. A 2.25 x 23mm cypher rx stent was deployed at 12 atm. The residual stenosis was 0%. Timi flow was 3. After the procedure, the same day of the index procedure, the patient had a non-q-wave myocardial infarction/ischemic event. The (B) (4) study database indicated that there was evidence of stent thrombosis. However, investigation revealed that there was no angiogram or test performed to determine that there was stent thrombosis. It was an assumption from the doctor. The event was treated medically only with sedation and pain medication and resolved without sequelae. She was already on integrillin. The mi occurred when the patient went to the recovery area. At 10:30am she was taken to recovery and at 10:40am she indicated she was hurting all over and got very agitated.

Manufacturer narrative:
The information received from the (B) (4) study indicated that approximately eleven months post right internal carotid artery stenting with placement of a precise stent, the patient had a neurological event diagnosed as an ischemic with reflex change, left hemiparesis. The patient died two days later. The events were reported to be unrelated to the device and the procedure. At index procedure, the patient was admitted asymptomatic with 80% stenosis in the right proximal internal carotid artery. The baseline (B) (6) stroke score 0. The patient was asymptomatic. Medical history was indicated as hyperlipidemia, CABG, history of smoking (>5packs of cigarettes) and diabetes mellitus, coronary artery disease, myocardial infarction, coronary percutaneous revascularization and hypertension (systolic>140, or diastolic>90, or requiring medication). High risk criteria was indicated as unstable angina (ccs class iii/IV) and contralateral laryngeal palsy, (B) (6), bilateral artery stenosis determined by angiography with both carotid arteries requiring treatment. The lesion was 20 mm long, eccentric, with severe concentric calcification and no tortuosity documented. An angioguard embolic protection device was delivered without malfunction or associated major adverse event. The lesion was pre-dilated. An 8 x 40mm precise rx stent was deployed with no malfunction or associated major adverse event. The residual stenosis was 15%. The angioguard was retrieved successfully with no malfunction or adverse event. There was no debris in the basket. There was no neurological deficit when the patient left the angiography suite. There was no occlusion in the contralateral carotid. The patient was discharged 4 days after the index procedure with an (B)(6) stroke score of 0 and (B) (6) score of 0. There was no major adverse event at the time of discharge. There was no adverse event during the 30 days follow up. Approximately eleven months after the procedure, the patient had an ischemic stroke with left hemiparesis and reflex change. The neurologic deficit was permanent. The onset of the event was sudden. Two days later, the patient died. The events were reported to be unrelated to the device and procedure. The device remains implanted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13323618 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No excursions were found for lot 13323618. No nonconformance records were issued for this lot. As listed in the instructions for use, stroke resulting in death are known possible adverse events associated with carotid artery stenting. Based on the available clinical information no conclusion can be made regarding the stroke and subsequent death of the patient eleven months post precise carotid stenting, no conclusion can be made regarding the relationship of the device and the event. However, with review of the available information, there are identified patient medical history factors that may have contributed. Based on the device history record review and available information, there is no indication that the event is related to the device manufacturing process; therefore no corrective actions will be taken.

Manufacturer narrative:
The product was not available for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13323618 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days from receipt.

Event description:
The information received from the (B) (6) study indicated that the patient was admitted asymptomatic with 80% stenosis in the right proximal internal carotid artery. The lesion was 20 mm long, eccentric, with severe concentric calcification and no tortuosity documented. The lesion was pre-dilated. An 8 x 40mm precise rx stent was deployed with no malfunction or associated major adverse event. The residual stenosis was 15%. An angioguard rx was successfully deployed and retrieved. There was no neurological deficit when the patient left the angiography suite. There was no occlusion in the contralateral carotid. The patient was discharged 4 days after the index procedure. There was no major adverse event at the time of discharge. There was no adverse event during the 30 days follow up. Approximately eleven months after the procedure, the patient had an ischemic stroke with left hemiparesis and reflex change. The neurologic deficit was permanent. The onset of the event was sudden. Two days later, the patient died. The events were reported to be unrelated to the device and procedure.